Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported patient's implantable cardiac monitor (icm) exhibited noise episodes. No intervention was performed. The patient condition was unknown.